Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer experienced keypad anomaly. It was reported that the act button responded intermittently. Customer's blood glucose was 105 mg/dl. Troubleshooting was not performed as call was dropped.